Event description:
In 2007, this patient was implanted with two gore tag thoracic endoprosthesis. On the one month follow up CT, it appeared that the distal device did not have good apposition to the inner wall of the proximal device, but there were no signs of endoleaks. The physician did a reintervention the following month, placing a third gore tag thoracic endoprosthesis to provide better wall apposition. The patient is reportedly doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in patient and related to this event; gore tag thoracic endoprosthesis (tg3110/lot#05168143).